Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot 27p7883) was received at us cq showing a portion of the distal cutting profile tip twisted. The tip was twisted in the direction of tightening. Received condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 03.130.010. Synthes lot number: 27p7883. Supplier lot #: 27p7883. Release to warehouse date: nov 12, 2019. Supplier: (B)(4). Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) double drill sleeve for 1.5mm cortex screw was bent and two (2) stardrive screwdriver shaft tips were twisted. There was no surgical procedure and patient involvement. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 3 of 3 for (B)(4).